Event description:
Procedure type: gynecology. According to the rptr: while using the device, the needle broke inside the pt. The surgeon was able to locate and retrieve the needle. A new one was opened to complete the case. It could not be reported if the case was delayed more than 30 mins. There was no tissue damage of bleeding reported. It was not known if x-rays were taken.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.